Event description:
It was reported that the 9800 system had a high dose rate during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv and ma were adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.